Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and a cause for the reported difficulties could not be determined. In this case, the single leaflet device attachment (slda) appears to be the result of difficulty grasping due to poor visualization of the posterior mitral leaflet (pml); however, this could not be confirmed. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, medical intervention, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted slight enlarged atrium and normal leaflets. On (B)(6) 2019, two clips were deployed, reducing mr to 1-2. However, visualization of the posterior mitral leaflet (pml) was challenging; and therefore, it was suspected that the pml was not fully grasped. On (B)(6) 2019, it was discovered that the lateral clip (90511u135) became detached from posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3. The patient remained hospitalized. On (B)(6) 2019, the patient underwent a second mitraclip procedure to stabilize the slda and reduce mr. Two additional clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.